Event description:
It is reported that customer complained that their new pump does not function correctly like her old one. The customer complained about the programming the bolus wizard and that the pump is giving a lot of low and high readings. The customer would like her old insulin pump shipped back. No further information was provided.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.